Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿bilateral fibrous mastopathy; bilateral implants with folds and capsular thickening due to grade ii-iii fibrous capsule" and "pain in the breast region with radiation to the armpit".

Event description:
Healthcare professional reported left side "contracture" later clarified as "capsular thickening due to grade ii-iii fibrous capsule" and "pain in the breast region with radiation to the armpit." Device remains implanted.